Manufacturer narrative:
Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k061118.

Manufacturer narrative:
((B)(6) 2011) correction: follow-up #1 should state follow-up#1.

Manufacturer narrative:
Follow-up # 2 (06/02/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the test strips involved with this complaint failed testing. On performance with control solution error 2 was observed and no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter displayed an 'ER 2" message. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests his blood glucose 5-6x a day. The patient manages his diabetes with humalog insulin and lantus insulin. The alleged issue began a few days prior to contacting lfs. The patient continued to take his usual dose of medications. After the start of the alleged issue, the patient claimed he had "low blood sugar" but did not clarify his symptoms. Emergency medical services (ems) was contacted and administered the patient a glucagon injection. The patient could not specify the result obtained from the ems meter. The patient was taken to the emergency room (ER) where he was monitored and released after 4 hours. At the time of troubleshooting, the customer care advocate (cca) noted there was no misuse of the subject meter. The cca tried to walk the patient through a retest but was not able to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia and received medical intervention from a health care professional (hcp) after the reported issue began.